Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (surgical repair, renal failure, bowel ischemia, rupture, death); patient's condition affected effectiveness of device (plaque/calcium). Conclusion: known inherent risk of a procedure (surgical repair, renal failure, bowel ischemia, rupture, death); device failure/lack of effectiveness related to patient condition (plaque/calcium).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 2.6-2.7 cm in diameter. The distal aorta was 2.5 cm in diameter. It was reported that a reliant balloon was inflated within the proximal stent graft; however, it burst upon inflation with a 60cc syringe and 1/3 contrast, 2/3 saline. There was no injury to the patient. Another manufacturer's balloon was chosen to complete the modeling of the stent graft; however, the balloon caused a rupture distal to proximal anastomosis of the stent graft. (The rupture did not occur at that level but approximately 2cm down from the renal arteries in an area that was covered by the graft. The graft did not rupture but the force of the balloon was enough to push a plaque through the wall.) The patient was converted to open repair. The stent graft was not explanted. A piece of plaque/calcium was sewn up that had ruptured through the aorta. The patient has been extubated and is eating. Mild but already reversed renal and liver insufficiency. A cuff was implanted to seal the type ia endoleak at the index procedure. It was reported that after having a great recovery the patient developed an ileus probably from bowel ischemia. The patient had aspiration pneumonia and expired.